Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a skin irritation. The patient's skin irritation was located near the electrodes. The patient's physician determined that the irritation was due to an internal reaction and prescribed a medication for the patient. Follow-up indicated that the skin irritation had improved.